Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 30 november 2015. The fse replaced the sense cable and the cable for the z motor as it was intermittently stuttering when down at high speed. The aia 360 was working as intended. No further action required by fse. The probable cause of the event was cable 202

Event description:
On (B)(6) 2015 a customer reported air in sample detected error with their aia 360 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting e2, prog, bhcg, lh ii and prl patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.